Event description:
A distributor reported that a pump battery was not charging in norway, and the customer was advised to try different power sources, but none resolved the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, ensuring continuous insulin delivery through an alternate therapy, and the customer was instructed on returning the malfunctioning pump using a pre-paid label.